Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 12 atmospheres or below. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure. It was further reported that the 75% stenosed target lesion was located in the mildly tortuous and calcified proximal left anterior descending artery.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 12 atmospheres or below. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
B5. Updated event description. Device evaluated by manufacturer. The device was returned for analysis. No issues identified on the hypotube. No issues identified on the shaft polymer extrusion. A pinhole was identified 2mm proximal to the proximal markerband. No damage was observed to the markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified on the tip. A microscopic examination of the proximal and distal markerband's identified no damage. The device could not be inflated because a pinhole was identified 2mm proximal to the proximal markerband. No damage was observed to the markerband.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 12 atmospheres or below. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition post procedure. It was further reported that the 75% stenosed target lesion was located in the mildly tortuous and calcified proximal left anterior descending artery.